Event description:
It was reported that the ventilator generated a technical error code. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code. Our field service engineer (fse) investigated the ventilator on site and was unable to reproduce any technical error codes related to issue. The fse replaced the control, including battery printed circuit board (pcb). The replaced part was returned for further investigation. Simulated use testing of the returned pcb passed the performed pre-use check and could not reproduce the reported failure. No abnormal found during ventilation for 24 hours. After the ventilation, the pcb passed another pre-use check. The reported issue could not be reproduced. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).